Manufacturer narrative:
The reported event could be confirmed based on available medical records and health care expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below; ¿the CT-scan shows well fixed tibial and talar components. Status after osteosynthesis of the fibula, plate and screws in place, not interfering with the implant. There is possibly a slight malrotation of the tibial component, possible leading to gutter impingement. Some small insignificant cysts.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient will require a tar revision surgery. Reasons for the revision are not available at this time.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient will require a tar revision surgery. Reasons for the revision are not available at this time.